Event description:
It was initially reported that the physician noticed that the patient was not at the settings that were recorded in the patient's chart. The settings were noticed and correct at the (B)(6) 2012 appointment. The review of the physician's handheld history showed that the patient had an appointment in (B)(6) 2011 and (B)(6) 2011 and the patient was not at the intended setting at either appointment. Review of the patient's programming history in the manufacturer programming history database showed that there was a faulted diagnostics on (B)(6) 2009 and the patients settings were not fully corrected by the last date in the programming history at this time of (B)(6) 2011. It appears that the patient may not have had their settings fully corrected since the faulted test on (B)(6) 2009. (B)(4) attempts for more information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.